Event description:
This is a spontaneous case report received from a regulatory authority (case number (B)(4)) in united states on 29-oct-2015, identified during monitoring of postings an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015. It refers to an adult female consumer who had essure (fallopian tube occlusion insert) placed on (B)(6) 2013. Consumer is a (B)(6) mother of 2 children. She has always been in excellent heath, active in tune with her body. Until now, she knows that essure permanent birth control has ruined her mind, body and her health. She wanted to find a permanent non-hormonal birth control solution due to her age and she had a rejection of the paragard lud previously. She received the implant on (B)(6) 2013, after the her second child birth. Her symptom began almost immediately, however she did not realize it then. Her immune system began an almost immediate shut down after the procedure was completed and by (B)(6) of 2014 she was diagnosed with shingles. Within months, she began having severe migraines with complete vision loss in one eye during episodes. She has a chronic headache that is never relieved. Symptoms then began to become both systemic and gynecological. She began having severe, constant clotting bleeding with severe borderline debilitating cramps. At some points bleeding everyday for several months in a row she was then placed on minestrin 24 fe to regulate the bleeding and cramping she was experiencing. So she was placed on birth control, which did not regulate the side effects of essure. She felt that she was completely misled by her gynecologist who should have never placed this product in a patient who had already rejected a metal contraceptive device. She felt she was not adequately educated on this product and never fully discussed with her the materials used in this device. She was not informed of a possible nickel sensitivity developing, of the fad that pet fibers are used in this device which are not approved for in body medical devices and are also linked to cancer, nor was she given a full disclosure of the materials used. She was told it was surgical steel and medical grade plastic. This was presented to her as the best thing since sliced bread, she thought. Her side effects include chronic pelvic pain, chronic headaches, heavy bleeding with clotting, random and almost constant bleeding (even on the pill), body itching, hair thinning, skin rash, lack of sex drive, depression, anger issues, extreme fatigue, nausea, dizziness, joint pain, extremely painful sex to the point that her husband and she have sex approximately every 3 or 4 months, severe memory fog and forgetfulness, migraines, declining vision, bloating, gastrointestinal issues, food sensitivity and intolerance, metallic taste in mouth, sensitive ears and ringing in the ears, inadequately functioning immune system, swollen tender breasts, fluctuating weight, issues losing weight, insomnia, anxiety, and heart palpitations. For someone who was excellent health prior to essure insertion this is a massive list of symptom. She is now hoping to have essure removed due to the pain and bleeding, she is experiencing along with all her other symptoms. She could not imagine where her health will be in 5 years if this remains in her body. Product technical complaint investigation: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Ptc investigation result was received on 11-dec-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of ay returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot umber for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event (s) and a quality defect. Follow-up information received on 29-mar-2016. A legal claim was provided. This is a legal case now: a (B)(6) plaintiff had essure insertion in or around (B)(6) 2011. Immediately after undergoing the essure procedure, plaintiff began experiencing heavy and persistent bleeding, severe cramping, rashes, migraines headaches, severe joint pain, chronic fatigue, anxiety, hair loss, weight gain, pain during intercourse, loss of libido, and severe and painful menstrual cycles. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff sought treatment for her symptoms and was initially diagnosed with shingles and severe migraines. Plaintiff subsequently underwent a trans-vaginal ultrasound in an effort to diagnose the cause of all of her health problems. After undergoing the ultrasound, plaintiff was advised that only one of her essure coils was visible. On (B)(6) 2015, plaintiff underwent a hysterectomy to remove her uterus, cervix, and fallopian tubes. Plaintiffs surgeon determined that one of her essure coils had punctured her uterus. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Follow-up received on 21-apr-2016: ptc result was updated with no major changes. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain, severe, constant, clotting bleeding, bleeding every day for several months in a row (interpreted as genital bleeding), was diagnosed with shingles, her immune system began an almost immediate shut down after the procedure, inadequately functioning immune system (interpreted as immunodeficiency). An ultrasound showed only one of her essure coils was visible. Approximately 4 years after essure insertion she underwent a hysterectomy and surgeon determined that one of her essure coils had punctured her uterus. These events are listed in the reference safety information for essure, except for shingles and immunodeficiency which are unlisted. Given the positive temporal relationship, and nature of the events severe, constant, clotting bleeding, bleeding every day for several months in a row and chronic pelvic pain, a causal relationship with essure cannot be excluded. Uterine perforation may occur with any trans-cervical intrauterine procedure. In the present case the exact date and mechanism of the perforation were not clear. An ultrasound showed only one of her essure coils was visible and during hysterectomy it was found that one of her essure coils had punctured her uterus. Given the nature of this event, a causal relationship with essure cannot be excluded. Events shingles and immunodeficiency were assessed as unrelated to essure given their nature and considering the local effect of essure in the fallopian tubes. This case was initially not regarded as incident, but upon receipt of follow up information stating that a surgical intervention was required, it was upgraded to incident. Based on the available information, there is no relationship between the reported events and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.